Event description:
Report received that the male end of the administration set broke off in a PICC line. The patient had a double lumen PICC line which had been inserted for less than 24 hours. The reporter stated that on the day of the incident the patient had just completed one of two prescribed antibiotics (vancomycin or zosyn). The nurse attempted to disconnect the IV tubing from the catheter, but the tip of the tubing was stuck. The reporter stated that in trying to remove the male end of the tubing from the catheter, a clean break occurred at the tip of the tubing. Multiple attempts were made to remove the broken tip from the catheter to no available. There was no report of harm to the patient. The PICC line was removed and replaced with a groshong catheter. Although requested, no additional information was available.